Event description:
The report from the descover database indicated that: a pt underwent an elective procedure to one vessel for stable angina. The 2.5mm mid lad was 35mm long with 99% stenosis and a timi flow of 1. It was not totally occluded. The site was predilated and a 2.5x28mm cypher stent was implanted. A 2.5x13mm cypher stent was attempted, and at first would not deploy. The site was predilated again, and the 2.5x13mm was successfully implanted to overlap the first stent. Timi flow postprocedure was three. There was a side branch occlusion that occurred from the placement of the second stent (2.5x13mm). Per reporter, angiographic success was achieved for this lesion.